Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown. Product ID: 3889-28, lot# va0qjeb, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the device needed to be turned off for an upcoming, device-related surgery. There was device erosion at the implantable neurostimulator site, noting that the device came out of the pocket. A revision was scheduled for (B)(6) 2015 where the device will be put in deeper. The patient could not read the serial number on the identification card because the print was ¿too small.¿ follow-up is being conducted to determine patient outcome.